Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6., and h.10. Evaluation summary: the cartridge complaint samples were not returned. Two opened unused samples were returned with eighteen unopened samples for the lot# reported. One sample was pulled randomly from each returned carton. The two cartridges were visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. Associated products were not provided. It is unknown if a qualified lens, handpiece and viscoelastic were used. The root cause for the reported complaint could not be determined. The complaint cartridge samples were not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, white foreign material was confirmed in the patient's eye while using the cartridge during surgery. The white foreign material was removed during the same procedure. The surgery was completed. Additional information has been requested.